Manufacturer narrative:
DHR (device history records) review is not possible because lot number not provided. Sample review not possible because sample not saved. Trend review conducted and no adverse trends were observed. No report of hematuria for this product over the past 3 years. Hollister cannot confirm a product problem. Root cause for this report cannot be determined.

Event description:
A hospital reported that a hollister vapro plus pocket intermittent urinary catheter caught on removal after bladder drainage and required more force than normal to remove; the coating was sticky and dry, which reportedly caused the patient to experience hematuria. They also reported that the patient was unwell for 5 days after the report and IV antibiotics were prescribed for the hematuria. The hospital further reported that there were no long term patient issues or prescriptions from the incident.